Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pt called stating that she was in the store on an electric handicapped cart, and that "some gal" from the store had a cart loaded with items, and that the pt was hit in the back (patient services was understanding that the pt was hit in the back with the cart loaded with items), and it "jolted" her in the back part where the ins is implanted. Pt states that she was advised to turn it into the insurance company, so she did, and that she then, called managing health care provider (hcp) ,and pt was advised by hcp that he won't take an insurance case. Patient services recommended that the pt call the insurance company for assistance with locating a provider that would accept her case, and pt was reluctant to call the insurance company back as they were asking her questions that she didn't feel comfortable answering. Patient services offered to e-mail the pt a physician locator listing so that she could reach out to other hcps to see if they would be able to assist with her case/pt accepted. Pt states that this incident occurred on thursday.